Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified significant wear including damaged threads (internal drive feature and external threads). Device history record (DHR) review was completed for the subject lot number 2019101977. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019101977) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that after the usual drilling sequence implant stayed in supracrestal position ( 5mm exposed threads). The doctor proceeded to remove the implant and internal threads of the implant were damaged. Implant was removed with bone drilling what caused bone loss. Procedure was completed by placing a thicker implant and bone graft.